Event description:
Hcp reported the patient complained of watery eyes, itchy nose, and nausea and vomiting. The patient was seen in the emergency room and instructed to return to the clinic. The telemetry did not show low battery alarm. The appropriate reservoir volume was obtained when the pump was refilled. The patient requested transfer to another physician.